Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure. A failure mode investigation (fmi) for this issue was completed and documented in 1061247. This failure mode is being further investigated in a corrective and preventive action (CAPA). The increase in occurrence of grip cable failures is also associated with a field action (isifa2024-09-c). The instrument is associated with a component change to improve grip cable performance and reliability by replacing the black-as-drawn (bad) cable with an electropolished (ep) cable. No additional actions are currently required given that this issue will continue to be tracked per wi 859369 (quality data review meetings).

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps cable was observed to be frayed, limiting the instrument's grip and impairing its function. The surgeon reported that the device was not operating correctly due to the cable damage. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause an RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.